Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n193467014, implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient experience multiple volume discrepancies. On (B)(6) 2013 the expected residual volume (erv) was 2.2 milliliters (ml) and the actual residual volume (arv) was 5ml. On (B)(6) 2013 the erv was 2.1ml and the arv was 5.9ml. On (B)(6) 2014 the erv was 1.7ml and the arv was 2.5ml. On (B)(6) 2014 the erv was 2.7ml and the arv was 6.2ml during the patient's refill. It was noted the patient's logs were also interrogated and no abnormalities were noted. Diagnostic testing and troubleshooting were not required. It was also reported the cause of the issue was not determined. It was reported the patient, family, and caregiver present were specifically asked if there had been any changes in the patient's spasticity and overall function or cognition that might suggest a pump malfunction. Reported symptoms included weakness in both legs thought to be dose related. It was noted a 15% decrease was done according to the pump printout taking the dose from 469.8 mcg/day to 400.5 mcg/day. The healthcare provider's (hcp's report was "clinical changes since last visit include the following: increased falling while attempting to stand and feels that legs are too weak." The patient's status at the time of this report was "alive-no injury." It was noted the patient had an appointment on (B)(6) 2014 at 1:00 pm. The pump was being used to deliver gablofen. The patient was seen on (B)(6) 2014 for a pump adjustment. The patient reported "is experiencing no decrease in weakness in legs; still unplanned sitting on the floor necessary to prevent a hard fall and would like pump adjusted accordingly". It was noted that the patient ambulated with a walker. No abnormal tone in the bilateral lower extremities was noted. The patient was barely able to flex hip greater than gravity. The pump dose was decreased by 20%. The patient was seen again on (B)(6) 2015 for a pump refill. The patient had no clinical changes since the last visit. No focal changes noted on motor exam. The expected residual volume was 1.9 ml; the actual amount withdrawn was 5.5 ml. There had been no signs of device impairment or failure and no adverse clinical symptoms. The patient/caregiver/family present was specifically asked if there had been any changes in the patient's spasticity, overall function, or cognition that might suggest a pump malfunction and none were reported. The pump was refilled and no changes in programming were made. Additional information was received from a healthcare provider (hcp) via a company representative. The pump was delivering gablofen 2,000 mcg/ml; 319.9 mcg/day. The pump's indication for use (IFU) was listed as intractable spasticity and other spasticity. Expected to find "30.? Ml's" and removed 30. The patient and their wife were aware of volume discrepancies, but they had not seen any signs/symptoms of overdose/underdose. The pump was replaced (B)(6) 2015. On taking the pump out of the pocket, the md pulled too hard on the catheter and fractured it. The remaining catheter had excellent cerebrospinal fluid (csf) return, was attached to a new pump segment and pump was placed in pocket and sutured closed. The dose was 300 mcg/day after pump replacement. The patient left the "asc" in good spirits. The pump and partial catheter were returned to the manufacturer.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed the catheter body was broken. The most distal end of the catheter segment had an abrasion and a "jagged look" to it. It had an oval shape when viewed in cross section. This was consistent with the catheter being compressed at this point which led to a fracture.

Manufacturer narrative:
(B)(4).

Event description:
2015-09-26 information was received from a healthcare provider (hcp) via a company representative and a consumer. It was believed that the "tubing" (catheter) wasn't in the spine prior to pump replacement so the medication was being absorbed into patient's system and not going into the spine. When pump was replaced the surgeon fixed the catheter. The physician thought that maybe he didn't break the catheter during the pump replacement and that perhaps it was already either partially or fully fractured. (See manufacture report # 3004209178-2015-21246 regarding medication being absorbed into patient's system)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.